Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-oct-2017 with the following findings: a review of the pump¿s black box data history showed no evidence of a power issue in the pump. The pump reboot events shown in the history were due to the user clearing call service 064 alarms. During a visual inspection of the pump, it was observed that the battery compartment was cracked but the returned battery cap was undamaged and able to fit securely to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no power issues occurring therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The allegation of the pump damage was duplicated. The pump¿s cover was removed and there was throughout the interior. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. The yellow o-ring was visible, and the top of the battery cap was worn. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.